Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level in the 300-400 mg/dl range with large ketones identified as dangerous. System check with tandem technical support indicated that the pump and current supplies were functioning as intended; however, the infusion site was not removed for observation. Cause of elevated bg level was unknown. The healthcare provider suspected that the customer could have built an immunity to humalog insulin. Bg was treated with fluids. Reportedly, customer left the ER a few hours later with customer in good condition (bg 150 mg/dl range).